Event description:
It is reported that the new product appears to be smaller than the old one.

Manufacturer narrative:
Evaluation: this device was etched and packaged as a 14mm thick provisional articular surface, however, dimensionally, the device measures as a 12mm thick provisional articular surface. Investigation indicates that products were likely commingled at a late stage mfg step. This lot along with six add'l suspect lots are being recalled, reference zimmer report for add'l details. This report is being filed later than 30 days after the report was received due to the initial risk assessment indicating that this malfunction would be unlikely to cause or contribute to a serious injury if the malfunction were to recur. This was based on the perceived high level of detection, as this report involved the malfunction being detected prior to surgery. Further risk assessment of the malfunction indicates the chance of a serious injury occurring as a result of a recurrence of the malfunction is not remote, therefore, this report is being filed.